Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique adverse event report is being submitted due to customer contacting nurse due to being unable to obtain results from meter. Manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - able to establish contact with customer and stated that after the nurse helped him troubleshoot the meter, he was able to solve the problem and meter gave good reading.

Event description:
Consumer reported complaint for error display on meter while testing. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of errors display on meter. Customer stated that a nurse assisted him with the meter, proper technique, and the issue was resolved. The customer obtained a reading of 306 mg/dl. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Corrected sections as of 27-aug-2020: h10: most likely underlying root cause changed from "mlc-62: user had poor technique" to "mlc-9: user error caused or contributed to event".